Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: lens was returned in small vial. Visual inspection found missing piece of haptic, clear surgical residue on the lens surface. Lens, and injector work order searches: no similar complaint types were reported for units within the same lots. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was exchanged for the same diopter but larger size due the lens tear/break during injection into the eye. The customer stated according to the surgeon, the lens was implanted upside down, and then was explanted. During re-loading the lens, the surgeon saw the haptic was torn, so the back-up lens used. The is no issue on sizing for the patient, the customer also mentioned. The problem was resolved.